Event description:
The customer reported the battery is not working, the customer states when removing battery from cadex charger after completing calibration, the battery somehow shorts itself, and goes from initially reporting a full charger to reflecting no charge. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.